Manufacturer narrative:
Device received with cracked and detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to cracked and detached end cap. Also, device received with missing segment or partial display, problem isolated to lcd board. Device had loose and flushed drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damaged. The customer's blood glucose value was unknown. Customer reported that the base of the insulin pump was detached. Customer confirmed that the insulin pump wasn't dropped. Customer reported that while she filled the reservoir the base opened. The device will be returned for analysis.